Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report the insulin pump alarmed for button error. Blood glucose reading was 56 mg/dl. The customer replaced the battery and the insulin pump stayed in the start-up screen before alarming for button error again. Insulin pump was in the pocket and may have been exposed to sweat. Advised that insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with no button response easy bolus button due to moisture damage on keypad traces noted. No unexpected button error alarms noted. The insulin pump has on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked reservoir tube, cracked battery tube threads, cracked belt clip slot and stained end cap sticker.